Manufacturer narrative:
Additional data: h6 - device code: 1494 - this lens model is contraindicated for patients with age more than that of 45 years. H6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: the reporter indicated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -04.50 diopter, into her left eye (os) on (B)(6) 2009. The reporter indicated a cataract had developed and the lens remained implanted. The surgeon indicated the patient was last seen on (B)(6) 2013. D6a: (B)(6) 2009. Claim # (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a visian icl implantable collamer lens, into her left eye (os), in 2011. The reporter indicated a cataract had developed and the lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Patient age/ dob, weight, ethnicity & race unknown. Event date: unknown. Device expiration date unknown. Device explant date: unknown. Initial reporter occupation: unknown. Device manufacture date: unknown. Claim #(B)(4).